Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive. Customer¿s blood glucose was 162 mg/dl at the time of incident. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer states the pump was neither dropped nor exposed to moisture. Customer states the button was not unresponsive during an easy bolus attempt. The insulin pump will not be returned for analysis.